Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote-follow-up, noise was observed. Abbott technical support was contacted and recommended x-ray imaging as the lead was placed two weeks prior. Then, the patient was seen in-clinic and oversensing was observed. An x-ray examination was performed and the right ventricular pace/sense tip of the lead was near an old durata lead that was previously capped causing noise with oversensing. No intervention was performed, the patient will be closely monitored on merlin.net. The patient was stable.